Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI) number: (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the difficulty positioning the clip resulting in the subsequent clip entrapment was related to procedural conditions due to difficulties with visualization and challenging patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of failure to deliver mitraclip to the intended site (foreign body in patient) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the mitraclip that was unable to be removed from chordae. It was reported that there was no set in the shaft of the first mitraclip delivery system (cds), but the clip dove medial and got caught in the chordae. Troubleshooting maneuvers were performed, but the cds was unable to be removed from the chordae. To avoid chordal injury, the first mitraclip was securely deployed on the anterior leaflet and a chord. Mitral regurgitation (mr) grade remained 4 with the first clip. A second mitraclip was deployed reducing the mr from 4 to 1. There were no adverse patient effects. No additional information was provided.